Event description:
It was reported that an alert/notification settings issue occurred. On 06/16/2024, the patient lost consciousness. It was reported the patient received no audio output, therefore, was not alerted to her hyperglycemic state. The patient's husband called 911 and the patient was transferred to the emergency room (ER). At the ER, the patient had a blood glucose (bg) meter reading of "almost 900 mgdl" and was diagnosed with diabetic ketoacidosis (dka). The patient was unaware of what medication or treatment she was provided while hospitalized. It was reported that the patient had blood work done as well. The patient was discharged after approximately 4-5 days. Attempts to contact the patient were unsuccessful as the patient refused to be health insurance portability and accountability act (hippa) verified to provide any further event clarification. The patient was in good condition a the time of report. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.